Manufacturer narrative:
The device passed testing by appropriately alarming when distal air was present. Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history found that on (B)(4) 2011, the programming present did not correlate with the customer reported programming and the only distal occlusion occurred at 0421 instead of the customer reported 1300. The device continued in use until 0638 when the device was turned off. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing distal to the device. On an unspecified date and time, the device was programmed to deliver normal saline, at a rate of 80ml/hr, with a vtbi (volume to be infused) of 1000ml and the delivery was started. At 1300, the pump alarmed distal occlusion. At this time, the customer contact reported that the nurse noted approx 8 inches of air distal to the cassette. The customer contact reported no air reached the pt. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.